Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to ra noise with oversensing. Additionally, the right ventricular (rv) lead surgically abandoned and replaced, and the pacemaker was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported.